Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) was sucking air. It was later clarified that the iabp unit was making a leaking/sucking sound near the helium tank. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) advised the customer over the phone to replace the helium tank with a new helium tank and replace the o-ring. The customer then verified that after replacement of the helium tank and o-ring, the iabp unit there was no longer generating a leaking noise. The iabp unit was then returned to use.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) was sucking air. It was later clarified that the iabp unit was making a leaking/sucking sound near the helium tank. There was no patient involved and no adverse event was reported.